Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 50mm diameter thoracic aortic aneurysm. It was reported that during the index procedure a type ia endoleak was detected. The proximal landing length was approximately 50mm and there was neither calcification nor thrombus. The stent graft was fully engaged using a non-medtronic balloon, but the endoleak was not resolved completely. Two days after the index procedure, an additional valiant stent graft was implanted. A non-medtronic vascular plug was also placed in the left subclavian artery and non-medtronic coils additionally placed. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.